Event description:
Patient reported that 3 implants were placed on tooth location 25, 26, 45. Tooth location 45 placed on (B)(6) 2024. After a 4 months of healing period the implant was loaded with a crown. The implant started moving and hitting the upper jaw, damaging the upper tooth. After an adjustment, the same problem occurred again, and it was decided to remove the abutment and replace it with a temporary screw. Doctor confirmed to the patient that the implant has a hex deformation that cannot be repaired, therefore implant would need to be removed. An specific piece would be ordered to remove the implant in the least traumatic way possible. The patient is afraid that the same thing will happen with the other two implant (one of them is same reference) after new information it was reported by the sales rep that the prosthesis was unscrewed twice, first the screw loosen and second the screw fractured. The prosthesis used was a compatible prosthesis but not zimvie original. This report refers to implant damaged drive feature.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D6: d6a. If implanted, give date: unknown. D6: d6b. If explanted, give date: unknown. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k)#: k013227.